Event description:
It was reported there was an apparent fracture of the right ventricular epicardial lead. The lead was capped and a transvenous lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported there was an apparent fracture of the right ventricular epicardial lead. The lead was capped and a transvenous lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). (B)(4) implantable pulse generator (ipg) implanted: 2006 (B)(6); 4965-35 implantable pacing lead implanted: 1999 (B)(6).